Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the instrument data. There was no indication of reagent level sense or mechanical issues. The instrument data showed a potential inconsistent sample level sense issue for the sample in question. The hsc specialist concluded that the potential cause of the inconsistent level sense issue was bubbles within the sample tube. The customer stated that no other samples or assays have showed similar issue. The cause of the discordant, falsely low hcg result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely low human chorionic gonadotropin (hcg) result was obtained on one patient sample on an immulite 2000 xpi instrument. The initial neat result was not reported to the physician(s). The sample was repeated neat and with several dilution factors on the same instrument, resulting higher. One of the results obtained with the diluted run was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low hcg results.